Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 370 mg/dl and it was addressed with a manual injection. Reportedly, it was overcorrected and the customer did not eat carbohydrates resulting in a bg level in the 70's (mg/dl). It was noted that the basal rate was changed to 0 units causing the bg level to elevate to around 345 mg/dl during the night. The contact did not specify a treatment as the customer was sleeping. The contact declined to troubleshoot.